Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer stated that the first day it was off like 80mg/dl. It was registering it was a 58mg/dl and customer would test and be at 278mg/dl. Sometimes the customer would be a lot higher than 200mg/dl, or 140mg/dl. Customer also had blood glucose value about average 150mg/dl to 160mg/dl. When customer woke up later, it was 45mg/dl to 90mg/dl. Customer had coffee and the pump said blood glucose value was 69 to 70mg/dl but it was 43mg/dl. Customer was sweaty and had coffee and creamer and sugar and then blood glucose value was up to 100mg/dl. Customer declined to troubleshoot for high and low blood glucose value. Insulin pump will not be returned for analysis.